Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 45 mg/dl at the time of incident. Customer reported that the insulin pump stopped working, they went swimming and about 40 minutes after got out of the pool it started beeping. Customer took the battery out and there was water inside the insulin pump. Customer noticed that there was a crack on the back of the insulin pump. Customer was using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.